Manufacturer narrative:
During quality investigation, the customer's complaint could not be duplicated. Further investigation revealed corrosion damage to the motor rotor press plug and other components parts. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
The stryker micro oscillating saw was sent in for eval because it was leaking oil during a procedure. There was no leak or drop at the surgical site. No adverse event was reported, no irrigation was done and no medical treatment was provided. Another device was used to complete the procedure without any procedure delays.